Manufacturer narrative:
A ge service representative performed an on site investigation. The brightness and contrast were adjusted. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had black images in subtraction mode during a case. No patient injury was reported.